Manufacturer narrative:
Unknown, as specific part and lot numbers for the complainant plate were not provided. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Update: per the reporter, the plate was used with an unknown quantity of screws. No allegations have been made against the screw(s).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Device used in a veterinary case - no patient information will be reported. Exact date the plate broke is unknown but was reported as (B)(6) 2015. This may have been the date the broken plate was discovered or the date revision surgery was performed. This report is for one unknown variable angle locking plate. Part and lot numbers were not provided by reporter. Implant and explant dates of subject device were not provided by reporter. The subject device is not expected to be returned to the synthes manufacturer for evaluation. (B)(6). Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Synthes europe reported an event in (B)(6) as follows: it was reported that an unknown variable angle locking plate to 3.5mm screw broke in a canine patient 21 days after surgery. It was reported that the breakage occurred without trauma in the reduced activity canine. Femoral diaphyseal fracture splintery occurred following the initial implantation and subsequent plate breakage. Revision surgery was performed. This report is for one unknown variable angle locking plate. This report is 1 of 1 for com-(B)(4).